Event description:
The "fracture table" or arthroplasty table is shaped like an ironing board. The patient's head is at the wide end with the hips at the pointed end. A perineal post is inserted between the legs to prevent the patient from rolling. There is also an abdominal safety strap. The legs are placed in boots with traction applied, and are unsupported from below. This allows the legs to move on pivots to give greater surgical access and improve limb positioning. The patient was 80 kg. A sheet was placed beneath the patient at the beginning of the procedure to help with transfer back onto a stretcher for extubation at the end of the case. (The table is considered unsafe for intubation and extubation should emergency procedures arise. The perineal post was removed. The feet were removed from the boots and were being held by the surgeon. The anesthesiologist was holding the sheet at the head of the table. There was an rn on each side of the patient. An rn removed the abdominal strap, and turned momentarily to pull the stretcher (which was right beside her) up against the table. When the rn turned and took her hand away from the patient he began to slide to the floor. The weight of his hips was displaced to one side of the point in the table. Given that three people were still holding the patient and the 4th rn turned quickly, the patient had a controlled fall/slide to the floor.manufacturer response (as per reporter) for hanahip and knee arthroplasty table, the manufacturer rep is coming to evaluate the product with us and attend a staff inservice.